Event description:
The patient was admitted for excisional biopsy of the left breast mass with needle localization. Intraoperatively, the tip of one of the wires was noted to be missing. Mammography performed revealed a linear metallic density at the surgical site representing a wire tip. Needle localization and excision was performed. Pathology report revealed a detached needle tip embedded in the specimen measuring .5 centimeters in length.